Event description:
In 2008, this senior medical affairs specialist spoke with the reporter/layperson regarding the reported issue of april 10 concerning his one touch ultra meter powering off during use. The products were replaced by customer service. Although the issue began approximately six months earlier, the product would often function as expected. On the evening of april 6, because the pt was unable to obtain a result due to the issue, he injected extra novolog to compensate for his meal. "I believe I took too much." In the middle of the night or early in the morning, the pt became shaky, faint, dizzy, symptoms he experiences when hypoglycemic. The pt successfully obtained a result of 49 on the meter, reflecting his low blood glucose. He self treated for hypoglycemia. There was no info provided on whether or not the pt would have taken less insulin based on the meter result. The pt reportedly had injected extra insulin to compensate for a meal while unable to obtain a result and later had symptoms that can be associated with severe hypoglycemia. For this reason, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.